Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 634 mg/dl and diabetes ketoacidosis. Customer stated that she woke up with blood glucose readings of 450 mg/dl. It was noted that the customer attempted to bolus with the insulin pump; however, the blood glucose readings did not go down. Customer reported symptoms of nausea, vomiting and difficulty breathing prior to the hospitalization. Customer was treated with insulin drips and lantus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. Low reservoir alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.